Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised. Reason for revision is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers the investigation closed. (B)(4).

Event description:
Update rec'd (B)(6) 2013 - ppd and medical records received. This complaint is now legal. After review of the medical records for MDR reportability, the revision operative note indicated pain and pseudotumor. The cup has already been reported on (B)(4). There is no new additional information that would affect the existing MDR decision.